Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in 50 mg/dl range. Contact alleged the control iq software did not function as intended, and delivered more insulin than needed to address an increasing bg level. Multiple attempts were made to follow up with the customer, however, a response was not received.